Event description:
It was reported that during unpacking the device, stent damage was noted. The stent of the liberte monorail stent delivery sys was noted to be damaged right out of the package. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.